Manufacturer narrative:
(B)(4). The guide wire is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 100% stenosed, chronically totally occluded (cto) lesion in the mildly tortuous right coronary artery (rca). During the procedure, while using the whisper guide wire for additional support, the tip separated. Reportedly, there was no resistance noted or force applied. The proximal portion of the guide wire was withdrawn without issue, and the separated tip of the guide wire was successfully retrieved from the patient using a snare device. There was no reported adverse patient sequela; however, there was a reported clinically significant delay in the procedure due to the snaring of the separated tip of the guide wire. The procedure was successfully completed using another unspecified guide wire. There was no additional information provided.

Event description:
It was reported that the procedure was to treat a chronically totally occluded (cto) right coronary artery (rca). During the procedure, the tip of the whisper guide wire separated. The separated tip was successfully retrieved from the patient. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported separation was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.